Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pain and pallor at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The restylane kysse was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a physician assistant via sales representative concerning a patient of an unknown age and gender. Additional information was received on 01-jun-2026 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2026, the patient received treatment with restylane kysse (lot 23807) to lips and oral commissures using provided needle (unknown amount and injection technique). The restylane kysse was injected to oral commissures (off label use of device) on (B)(6) 2026, the patient experienced pain (implant site pain) and pallor (implant site pallor) to upper right ergotrid. The patient experienced vascular occlusion (vascular occlusion) on the right side of face. The patient received corrective treatment with hylenex [vorhyaluronidase alfa] on (B)(6) 2026. Currently, the patient was doing well and no signs of long-term sequelae from the event. Outcome at the time of the report: pain was recovered/resolved. Pallor was recovered/resolved. Vascular occlusion was recovered/resolved. Restylane kysse was injected to oral commissures was recovered/resolved.